Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified a ventilator inoperative code e-45 indicating '3 reboots occurred within 24 hours.' There is no documentation stated on a root cause and/or any component replacement to resolve the issue. Foam particles were also observed by the service technician in the device. The foam insulation needs to be replaced to resolve the issue. The device operating software was upgraded, and extreme dirt and moisture was found inside the device. Corrective action was taken to repair the device.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.